Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: one samples was received. It came in a ziploc plastic bag. It has the plastic shield. Visual inspection was performed by using a 10x magnifier lens. No foreign matter was observed on the plastic hub where the filter is. At the tip of the needle there is a string of the silicone lubricant. Its 1/64¿ long. The silicone lubricant is uniformly applied to the needle as part of our process. It is medical grade. In this case the lubricant was applied to the needle and didn¿t flow completely leaving at the needle tip a 1/64¿ long string of it. One photo was provided. It shows a needle assembly with the plastic shield. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 3rd complaint for lot # 7086976 for this type of defect or symptom. Previous complaints (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: silicone lubricant is uniformly applied to the needle as part of our process. It is medical grade. In this case the lubricant was applied to the needle and didn¿t flow completely leaving at the needle tip a 1/64¿ long string of it. Rationale: CAPA not required at this time.

Event description:
It was reported that bd blunt fill needle with filter had foreign matter on the needle. The following information was provided by the initial reporter: it was reported that there was a fine colorless fiber on the filter needle.